Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that after being implanted for approximately 1.5 months, the distal end of the PICC line separated, resulting in a leak and requiring an additional procedure to replace the line with a different device. No section of the device remained inside the patient. The patient did not require any additional procedures or experience any additional adverse effects due to this occurrence.